Manufacturer narrative:
The same part number and lot number has been used in other surgeries without any reports of complications. Units from the same lot had been tested during manufacturing and the values fulfill ep, usp and bbs requirements.

Event description:
In 2006 at 10:03 am, the o.r. Materials coordinator placed a call to report postoperative suture failure while using premilene suture for the 360 fascia closure device from suturtek. The surgeon reported that one of patients who is a woman had a left colon resection which required a mass closure. He told me that he used the 360 fascia closure device with a premilene suture cartridge (order # fc- b11, lot # 1-5484) and placed multiple interrupted figure of eight stitches to close the incision (he also referenced a "five through jam knot." Three days following the procedure, the patient complained of back pain. Radiology showed that the wound site had dehisced and the subsequent surgery showed that the suture cord had not pulled through the tissue nor was there any failure in the knots themselves. Only suture fragments were found at the mid point of wound and there was no report of infection or hematomas.